Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was present behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: there was evidence of moisture observed on the display screen inside the pump. The pump case was cracked between the seal and the display lens. The pump failed a leak test due to the damage to the case. The display screen was blank upon powering on. Further moisture ingress was found inside the pump to the display screen, the power printed circuit board, and the radio and force sensor circuits.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.